Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4)-incomplete. Lot number is currently unavailable.

Event description:
It was reported that meniscal deployment gun and 27 degree needle didn't work in operation. The deployment gun didn't release normally. Operating surgeon was experienced, who knows how to use the device. There was a delay of the surgery for 5 minutes. The issue was detected during the procedure. The procedure was able to be completed and there was no patient impact. The instrument and implant were retrieved.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by dfa. Depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch. A follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received and evaluated. Visual observation reveals no anomalies on the exterior of the device. When tested for its functionality, both the loading rod and the deployment rod functioned as intended when pulled on their own without a needle attached to the device. Additionally, a 27 degree needle was loaded onto the applier and both implants deployed successfully. The device works as intended, therefore we cannot confirm the reported complaint experienced by the user. Furthermore, a nonconformance search was performed and no nonconformances were identified for this part: 228143 with lot: l746168 combination. At this time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. UDI:(B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Updated evaluation statement: the complaint device was received and evaluated. Visual observation reveals no anomalies on the exterior of the device. When tested for its functionality, both the loading rod and the deployment rod functioned as intended when pulled on their own without a needle attached to the device. Additionally, a 27 degree needle was loaded onto the applier and both implants deployed successfully. The device works as intended, therefore we cannot confirm the reported complaint experienced by the user. Furthermore, a nonconformance search was performed and no nonconformances were identified for this part: 228143 with lot: l746168 combination. At this time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. UDI: (B)(4). Associated medwatch report number: 1221934-2018-54638.